Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances (sli) measuring greater than 200 ohms. The lead was tested in multiple vectors and measurements were still oor. Boston scientific technical services (ts) believes there is a proximal coil issue and recommended to program distal coil to the pulse generator. Evidence suggest there is no signs of a lead integrity issue on the distal coil and pace sense lead as there is no noise and lead measurements were normal. Boston scientific ts also suggested to consider a chest x-ray or to continue to monitor however, it is unsure on how long the rest of lead will last. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this rv lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances (sli) measuring greater than 200 ohms. The lead was tested in multiple vectors and measurements were still oor. Boston scientific technical services (ts) believes there is a proximal coil issue and recommended to program distal coil to the pulse generator. Evidence suggest there is no signs of a lead integrity issue on the distal coil and pace sense lead as there is no noise and lead measurements were normal. Boston scientific ts also suggested to consider a chest x-ray or to continue to monitor however, it is unsure on how long the rest of lead will last. At this time, this rv lead remains in service. No adverse patient effects were reported.